Manufacturer narrative:
H4: the lot was manufactured between 16feb2023 and 17feb2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample show fluid inside the device¿s bladder suggesting a no flow may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted; however, based on historical complaint analysis data, the most probable cause of the condition was due to a user related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. This issue was further described as a blockage in the administration tubing which prevented the medication from being delivered through the device. This issue was identified before use. There was no patient involvement. No additional information is available.